Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, pump was modified, so the power cord could be removed quickly, which was experienced during evaluation. Evaluation noticed holes in the pump side adaptor. The pump side adaptor was replaced.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had been modified by the biomedical technician so the "pump power cord could be quickly removed". It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The initial manufacturer report stated that no evaluation was able to be completed. From photos sent to baxter, it was confirmed that there was unauthrozied service performed on the pump. The customer stated that a biomed modified the pump so that the power cord could be quickly removed.